Event description:
It was reported that revision surgery was performed due reasons unknown.

Manufacturer narrative:
The appearance of the returned liner showed no unexpected features. Based on the implantation time and estimated total linear penetration, the yearly penetration rate was calculated to be 0.25 mm/yr. Cases involving similar amounts of linear penetration have been reported in the literature with zirconia heads.